Event description:
The customer was unable to calibrate a lot of anti-hav igm. The customer cleaned the signal reagent probes and the calibration passed. This scenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and tpni results. There was no report of patient harm as a result of this occurrence.